Manufacturer narrative:
No patient was involved. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
It was reported that the 1st generation centrimag console intermittently displayed 'system fault' when first powered on, and the motor rpm could not be set. This was noticed during routine test, not during clinical use. The console with associated motor and flow probe were returned for evaluation. This event was previously not reported due to no patient involvement. Abbott made the decision on july 13, 2018 to initiate a voluntary recall; therefore, this event is being upgraded to reportable.